Manufacturer narrative:
It was reported that the patient experienced dislocation of the shoulder approximately 3 days after shoulder replacement with proximal humerus reconstruction. A revision surgery took place to implant a larger size of glenosphere to improve soft tissue tension and was successful, though it was noted there was difficulty engaging the poly bearing to the humeral implant. The patient dislocated once again several days later. The device is not available for evaluation. Review of production records reveals no abnormailities for any of the components in question. An appropriate poly size was able to be implanted in the surgery without issue. It is unclear what the root cause may have been that contributed to the reported difficulty. Additional information will be submitted via follow-up as it becomes available and as appropriate.

Event description:
It was reported that the patient experienced dislocation of the shoulder approximately 3 days after shoulder replacement with proximal humerus reconstruction. A revision surgery took place to implant a larger size of glenosphere to improve soft tissue tension and was successful, though it was noted there was difficulty engaging the poly bearing to the humeral implant. The patient dislocated once again several days later. The device is not available for evaluation.